Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. Thereafter, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly. It was determined that integrated circuit, designator u8 was inoperative and caused the reported issue.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device intermittently boots up to a blank display. When this occurred the ac mains led was illuminated and the voice prompts were heard. Upon evaluation of a removed part from the customer¿s device, physio-control observed that the device had a blank display and all the button keys were unresponsive, except for the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The user interface pcb assembly was placed into a test fixture and the issue was duplicated. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device intermittently boots up to a blank display. When this occurred the ac mains led was illuminated and the voice prompts were heard. Upon evaluation of a removed part from the customer¿s device, physio-control observed that the device had a blank display and all the button keys were unresponsive, except for the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.